Event description:
Cone shaft on the distal end of the distractor broke off. Distractor was removed and replaced.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was sent back for evaluation. It is determined that the complaint percentage falls well within the product risk limits that are adhered to at klm. The product history device records were also reviewed based on the lot number provided and revealed no abnormalities. Due to no device being returned, the root cause for the failure cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.